Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, sex, weight, patient ethnicity and race were not provided. This report is for band aid brand kizu power pad blister ap. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA USA 381371175338). Device is not expected to be returned for manufacturer review/investigation device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA). Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A daughter called on behalf of her mother to report an event with band aid brand kizu power pad blister (kpp). According to the daughter, when her mother used kpp for her shoe sore on (B)(6) 2019, itching appeared 3 hours after. When she removed the kpp a rash appeared. The mother stopped using the product and visited a hospital. The mother was told by a physician that she got a rash from an adhesive bandage. The daughter stated that the symptom improved slightly by using an ointment which was prescribed at the hospital. This is all the known information at this time.